Event description:
It was reported that a user experienced frequent hypoglycemia while using the ilet system, with low glucose of 6.5 percent and very low of 2.7 percent, alongside variable hyperglycemia after infusion set issues attributed to scar tissue and confusion with meal announcements and snack entries. Symptoms included hypoglycemia with glucose in the 40¿60 mg/dl range. Outcomes included user education on proper hypoglycemia treatment with fast-acting carbohydrates, correct timing of announcements after treating lows, and guidance on meal and snack announcements. Investigation included clinical troubleshooting, review of meal entry behavior, confirmation of delivery actions, and education on infusion set selection and change procedures. Investigation of this case revealed user-related use errors including under-announcement or missed announcements, announcements during hypoglycemia, potential overtreatment of lows, and confusion regarding infusion set type selection, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement practices and hypoglycemia management.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.